Event description:
48 year old pt had initial breast augmentation in 1976. These implants were replaced in 1990 due to contracture and rupture using urethane implants. Bilateral capsular contracures and systemic symptoms necessitate removal.